Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported of changing out the dexcom g7 continuous glucose monitor (cgm) sensor and later experienced a low with a cgm reading of bg 42 mg/dl while blood glucose monitor (bgm) showed bg 244 mg/dl. The user treated with glucose and juice, and calibration was performed with follow-up readings of bgm 180 mg/dl and cgm 110 mg/dl. The user later reported persistent cgm errors showing "low" despite higher bg. The user's lowest blood glucose (bg) recorded was 42 mg/dl. Bg was corrected by glucose shot and apple juice. The user experienced symptoms of nausea and diarrhea during the event. No medical intervention was reported at the time of call.